Manufacturer narrative:
Multiple attempts were made to secure return of the device however the customer has not responded nor sent the device back for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. No corrective actions will be taken at this time. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that a swan ganz had a sudden increase of pa values during a CABG procedure. Prior to insertion, staff zeroed transducers, flushed pa catheter ports, and inflated and observed the balloon for 5 sec. The catheter was inserted into the right intrajugular vein via an arrow perc sheath 9.0fr 2 lumen cath. Balloon was inflated once catheter was 20cm deep. After advancing 4cm, the mean pa number jumped from 20 to 70 mmhg. Catheter was pulled back and repositioned, but reading remained the same. Catheter was pulled and staff reflushed sheath, checked balloon, and rezeroed transducer. Issue was not resolved. Staff then noticed that fluid was leaking into the air syringe. Catheter was replaced and successfully placed into the pulmonary artery. After surgery, the doctor evaluated the defective catheter and noticed that the balloon took 30 sec to deflate. No bubbles were noted when tip of the catheter was submerged in water. No patient injuries and no new access site needed for new catheter. Patient is a 70 year old female weighing 192 pounds and 66 inches tall.